Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain with cloudy effluent. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. The patient was discharged three to four days after. The patient was treated with amikacin injection (250 milligrams in first and third bag, intraperitoneally (frequency not specified) for peritonitis. Dianeal therapy was ongoing. On an unreported date, the patient was recovered from the event. No additional information was available at the time of this report.